Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that during the surgery on (B)(6) 2013 was replaced the plate with a longer one, repositioned the plate and removed the cerclage. The original plate was implanted on (B)(6) 2013 and explanted during this surgery on (B)(6) 2013. It was reported that the patient came back on (B)(6) 2013 with pain and the x-ray showed the plate and three screws breakage. It was further reported that far the patient is doing well, no pain and good range of motion. This is report 2 of 2 for complaint (B)(4). This report is for 3 unknown screws.

Manufacturer narrative:
According to the additional evaluation, visual examination of the received screws noted, the breakage of the locking screws occurred below their screw heads. Based on the topography of the fracture surface, it was concluded that the screws were subjected to one sided dynamic bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the implants. The plate and the screws could not resist the applied force which finally led to the material overload - fatigue failure. Postoperative activities of the patient may have played a can be excluded.

Event description:
The patient was operated for a distal femur fracture on (B)(6) 2013. The patient could mobilize after surgery and at the control in the outpatient clinic on (B)(6),2013 there was callus formation and the healing process was at hand. The patient came back to the hospital on (B)(6), 2013 with pain and the x-rays revealed breakage on the plate and three screws. Revision surgery was done due to plate and screw breakage after approximately 120 days. The plate was replaced with a longer one, repositioned and removed the cerclage .so far the patient is doing well, no pain, good range of motion and there is no infection according to bacteria culture.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 3 unknown screws. The complaint states that the plate and three screws breakage appeared. They are 9 screws involved in this complaint, although synthes cannot identify which of them are the complained screws. The screws are: name, art. No, lot. No., qty; locking screw 5.0 mm, 212.226, 8231590, 1; locking screw 5.0 mm, 212.211, 8098433, 1; locking screw 5.0 mm, 212.212, 8167414, 2; locking screw 5.0 mm, 212.204, unknown, 1; locking screw 5.0 mm, 212.222, 8241714, 1; locking screw 5.0 mm, 212.224, 8126027, 1; locking screw 5.0 mm, 212.221, ---234, 1; locking screw 5.0 mm, 212.225, unknown, 1. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was not performed the lot number in question are unknown. Placeholder.

Manufacturer narrative:
Additional narrative: material received on 9. Jan 2014 - got the plate and 8 unknown screws. Some of them are intact.